Manufacturer narrative:
Previous medwatch submission noted capsular contracture. Healthcare professional reported that ¿the patient does not present, to the physical examination, any signs of capsular contracture¿.

Event description:
Previous medwatch submission noted capsular contracture. Healthcare professional reported that ¿the patient does not present, to the physical examination, any signs of capsular contracture¿.

Event description:
Patient reported right side "is experiencing numerous symptoms of pain in breasts and has recently discovered a lump and is experiencing a lot of pain in right breast and needs to perform the prosthesis explant" and I believe I have a contracture." The following symptoms have been determined to be not device related; "since receiving the implants I have been depressed, I have joint pains on my back, neck, legs, etc. I had another implant. When I switched to allergan, I started feeling a lot more colic; presenting symptoms as 'depression, anxiety, bruxism and forgetfulness'. " device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side "is experiencing numerous symptoms of pain in breasts and has recently discovered a lump and is experiencing a lot of pain in right breast and needs to perform the prosthesis explant" and I believe I have a contracture." The following symptoms have been determined to be not device related; "since receiving the implants I have been depressed, I have joint pains on my back, neck, legs, etc. I had another implant. When I switched to allergan, I started feeling a lot more colic; presenting symptoms as 'depression, anxiety, bruxism and forgetfulness'. " device remains implanted.

Event description:
Patient reported right side "is experiencing numerous symptoms of pain in breasts and has recently discovered a lump and is experiencing a lot of pain in right breast and needs to perform the prosthesis explant" and I believe I have a contracture." The following symptoms have been determined to be not device related; "since receiving the implants I have been depressed, I have joint pains on my back, neck, legs, etc. I had another implant. When I switched to allergan, I started feeling a lot more colic; presenting symptoms as 'depression, anxiety, bruxism and forgetfulness'. " device remains implanted.